Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09157. It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was found that the transmission resembled atrial fibrillation with rapid ventricular response. It was found that the patient's chronic atrial lead had a complete loss of sensing. It was suspected that the lead had dislodged, but the x-ray performed and reviewed on (B)(6) 2020 did not confirm dislodgement. The physician extracted and replaced the lead on (B)(6) 2020. Upon extraction, it was noted that the insulation of the lead was twisted. A new lead was positioned but also failed to sense intrinsic signals. The physician elected to not implant this lead and completed the procedure using another lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.